Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) cuff. The 5.0cm cuff was removed and replaced with a 4.5cm cuff due to the cuff not coapting. Because the cuff was not tight enough the patient experienced recurring incontinence. A patient outcome of fully recovered was reported.